Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin at the infusion site (abdomen). It was also reported that the customer had " little redness at the pod site". The investigation observed a kinked cannula it was also reported that the patient's blood glucose level rose to 252 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. Fluid flow was unaffected. The timing and cause of the observed cannula damage could not be determined. As such, it is unknown if the cannula damage contributed to the reported not sure delivering insulin event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.